Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Internal logs show no record of power or a charging issue. The doppler was removed from cart. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while use on a patient, the cardiosave intra-aortic balloon pump (iabp) was running on batteries even though the iabp was plugged in to ac. The batteries were not charging, therefore the batteries drained. No patient harm, serious injury or adverse event was reported.